Event description:
Prior to the procedure the patient received antiaggregation therapy with aspirin and clopidogrel and anticoagulation therapy. During a stent placement procedure, it was observed that the stabilizer was jammed and would not advance or retract. As the physician attempted to advance the stent system, the vessel was perforated. A pupilar dilatation, homolateral to the treated hemisphere was observed. An intra-operation tomography was performed, observing massive bleeding. The necessary medical and surgical measures were taken, however, the patient's evolution was "bad" and the patient died 48 hours later.

Event description:
Prior to the procedure the patient received antiaggregation therapy with aspirin and clopidogrel and anticoagulation therapy. During a stent placement procedure, it was observed that the stabilizer was jammed and would not advance or retract. As the physician attempted to advance the stent system, the vessel was perforated. A pupilar dilatation, homolateral to the treated hemisphere was observed. An intra-operation tomography was performed, observing massive bleeding. The necessary medical and surgical measures were taken, however, the patient's evolution was "bad" and the patient died 48 hours later.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Visual inspection of the returned device revealed a kink at 40 cm from the proximal end and three bends at 284 cm, 228 cm and 298 cm from the proximal end. The directions for use (dfu) state "do not attempt to move the wire without observing the resultant tip response. Do not leave the wire in a prolapsed condition, as damage to the wire may occur. Never advance the guidewire against excessive resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter and/or vessel perforation." It is probable that the reason of the reported failure was caused due to unstated procedural or clinical factors may have contributed to the death, vessel perforation and the hematoma. While death, vessel perforation and hematoma are known and anticipated complications to these types of procedures and are listed as such in the device dfu, the cause is believed to operational context.